Event description:
The recipient reportedly experienced pain and bleeding at implant site. The recipient was prescribed oxycodone, and was using a pressure bandage on the wound.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed, and was activated successfully. No additional treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.